Event description:
On (B)(6) 2014, the reporter contacted animas alleging that they were unsure if the pump was working as the patient had been off the pump for some time. No additional information was available. There was no reported adverse event associated with this complaint. Trouble shooting could not be fully completed at the time of the call. Animas attempted to gain more information via standard due diligence procedures; no further information has been obtained.

Manufacturer narrative:
The pump was not available for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.